Manufacturer narrative:
A1: patient identifier: (B)(6) . A2: birth year 1953.

Event description:
It was reported that in-stent thrombosis occurred. The subject was enrolled in the eminent clinical study on 07-jan-2019. The index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa), and had a 4.8mm and 5.1mm reference vessel diameter proximally and distally. The total length of the lesion was 53mm. The target lesion was 100% occluded and crossed subintimal. Pre-dilation was performed using one balloon after which a 6mm x 80mm innova stent was implanted. Post-dilation was performed using one balloon, and residual stenosis was 10%. On (B)(6) 2019, in-stent stenosis of stent thrombosis of the right sfa was detected. An interventional procedure was performed. It was further reported that on (B)(6) 2019, in-stent stenosis of the right sfa was reported. A percutaneous transluminal angioplasty in the right sfa was performed using a drug-eluting balloon. The patient was recovering. It was further reported that on (B)(6) 2019, 234 days post index procedure, the subject was hospitalized for further management of the event. 70% stenosis in proximal to mid right sfa, which was 20 mm long with reference vessel diameter of 4.5 mm, was treated with pta and drug eluting balloon, resulting in 30% final stenosis. On (B)(6) 2019 the subject was discharged. On (B)(6) 2020 the event was considered resolved. It was further reported that on (B)(6) 2019, duplex ultrasound on the same day revealed 50-99% stenosis in the proximal part of the stent in right sfa. On (B)(6) 2019, the lesion assessment revealed that the distal part of stent was kinked on (B)(6) 2019, the target lesion was treated with two drug-coated balloons. Post interventional findings revealed patent section of superficial femoral artery, popliteal artery and anterior tibial artery with a good post-interventional outcome with 30% residual stenosis.

Event description:
It was reported that in-stent thrombosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2019. The index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa), and had a 4.8mm and 5.1mm reference vessel diameter proximally and distally. The total length of the lesion was 53mm. The target lesion was 100% occluded and crossed subintimal. Pre-dilation was performed using one balloon after which a 6mm x 80mm innova stent was implanted. Post-dilation was performed using one balloon, and residual stenosis was 10%. On (B)(6) 2019, in-stent stenosis of stent thrombosis of the right sfa was detected. An interventional procedure was performed. It was further reported that on (B)(6) 2019, in-stent stenosis of the right sfa was reported. A percutaneous transluminal angioplasty in the right sfa was performed using a drug-eluting balloon. The patient was recovering.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: birth year 1953.

Event description:
It was reported that in-stent thrombosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2019. The index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa), and had a 4.8mm and 5.1mm reference vessel diameter proximally and distally. The total length of the lesion was 53mm. The target lesion was 100% occluded and crossed subintimal. Pre-dilation was performed using one balloon after which a 6mm x 80mm innova stent was implanted. Post-dilation was performed using one balloon, and residual stenosis was 10%. On (B)(6) 2019, in-stent stenosis of stent thrombosis of the right sfa was detected. An interventional procedure was performed. It was further reported that on (B)(6) 2019, in-stent stenosis of the right sfa was reported. A percutaneous transluminal angioplasty in the right sfa was performed using a drug-eluting balloon. The patient was recovering. It was further reported that on (B)(6) 2019, 234 days post index procedure, the subject was hospitalized for further management of the event. 70% stenosis in proximal to mid right sfa, which was 20 mm long with reference vessel diameter of 4.5 mm, was treated with pta and drug eluting balloon, resulting in 30% final stenosis. On (B)(6) 2019 the subject was discharged. On (B)(6) 2020 the event was considered resolved.

Manufacturer narrative:
A1: patient identifier (B)(6). A2: birth year 1953.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that in-stent thrombosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2019. The index procedure was performed on the same day. The target lesion was located in the right mid superficial femoral artery (sfa), and had a 4.8mm and 5.1mm reference vessel diameter proximally and distally. The total length of the lesion was 53mm. The target lesion was 100% occluded and crossed subintimal. Pre-dilation was performed using one balloon after which a 6mm x 80mm innova stent was implanted. Post-dilation was performed using one balloon, and residual stenosis was 10%. On (B)(6) 2019, in-stent stenosis of stent thrombosis of the right sfa was detected. An interventional procedure was performed.